Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no aspiration and no phacoemulsification during a surgical procedure. The handpiece was replaced to complete the procedure with no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information is provided. The customer called the company representative to assist with troubleshooting. The company representative suggested that the customer use a new cassette and new handpiece. The customer resolved the issue remotely. The customer did not request service for the system. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 19, 2011. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).